Event description:
The lay user / patient contacted lifescan (lfs) alleging erratic readings on the lfs meter. The patient received a 180 mg/dl and a 130 mg/dl. Readings were within 10 minutes from one another. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution the patient had was opened less than three months ago. The test strips failed twice using the control solution. Customer care agent (cca) sent the patient a replacement meter and testing supplies.